Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin was squirting out during fill tubing process. Insulin pump gave an alarm to fill the cannula and rewind again. The insulin continues to drip after motor stops during the fill tubing and they were unable to exit the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.